Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100366081. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of pain, tissue damage, air in system/ component, hole/ perforated, migration, fluid leak, and inflation issue, was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced testicular pain and was unable to inflate the device. A CT scan was performed, which showed that the reservoir appeared collapsed, with air present in the pump and cylinders, indicating a possible system leak. Additionally, asymmetry in the distal position of the cylinders was observed with sub centimetric calcifications in the soft tissues. A follow up CT scan performed a few months later demonstrated that the cylinders appeared broken, with persistent air presence and continued asymmetry in cylinder positioning. The device remains implanted, and an explant surgery is planned. No additional information was reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced testicular pain and was unable to inflate the device. A CT scan was performed, which showed that the reservoir appeared collapsed, with air present in the pump and cylinders, indicating a possible system leak. Additionally, asymmetry in the distal position of the cylinders was observed with sub centimetric calcifications in the soft tissues. A follow up CT scan performed a few months later demonstrated that the cylinders appeared broken, with persistent air presence and continued asymmetry in cylinder positioning. The device remains implanted, and an explant surgery is planned. No additional information was reported.